Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 490a67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received partially fired 2/4. Upon evaluation of the reload, the reload pan, was noted to be right side back side partially bent halfway. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. While no conclusion could be reached on how the damage to the reload occurred, it is possible that the lower side of the knife caught the pan causing the damage noted on the returned reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.